Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir as well as battery compartment was cracked. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the reservoir was able to lock in place. The customer report fluid under the display. The customer was advised to discontinued the use of insulin pump and revert back up plan as per health care professional. The insulin pump will be returned for analysis.